Manufacturer narrative:
This device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance anomaly. No adverse patient effects were reported. Another lead was used and successfully placed. This lead has not been returned for analysis.